Manufacturer narrative:
The pt demographic info is unknown at the time of this report. RMA issued. Replacement part shipped (B)(6) 2012. Investigation finds the navlock tracker to be fully functional. The reported problem relates to the taps also replaced, returned and separately reported.

Event description:
A medtronic rep reported the navlock univ tracker kit seized inside the navlock array. The spinal fusion surgery was successfully completed with no impact to the pt.